Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci assisted surgical procedure, the prograsp forceps instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. The instrument was inspected before use. The surgeon was preparing when the issue occurred. The patient was not injured due to the problem with the instrument. A backup instrument was used for the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a grip cable frayed at the force amplification pulley. Some filaments of the cable were frayed, but the cable is not fully broken. The instrument has 7 remaining uses out of 18. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing induced issue. The components surrounding the frayed cables did not exhibit any sharp edges that would have contributed to the frayed cable. It was observed that there was some indentation damage to the rim of the force amplification pulley near the frayed cable. A review of manufacturing history indicated no related nonconformance. The additional finding of broken luer plate unrelated to the customer reported complaint was actually determined to be a broken chassis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis.